Manufacturer narrative:
This device was returned for service; however, did not meet manufacturing specifications during pre-repair assessment. During repair, it was determined that the device temperature reading was 123 degrees at the elbow and 126 degrees at the base which exceeds the operational temperature specification and we found that the color ring and laser etching were faded. It was further observed that the bearings and gear were worn out and corroded causing the device to run above the operational specification. Additionally, the device history review was performed and no non-conformances were detected related to the reported condition. This issue is consistent with normal wear over time. If additional information should become available, a supplemental medwatch will be submitted accordingly.

Event description:
It was reported that during in-house engineering evaluation, it was determined that the attachment device temperate was above specification and the color ring and etching were faded. The device was initially returned to (B)(6) because the bearings were damaged. This event did not occur during surgery. There was no patient involvement. There were no reports of injuries, medical intervention or prolonged hospitalization. The exact date of the event was not reported, however it was noted that the event occurred in 2018. All available information has been disclosed. If additional information should available, a supplemental medwatch will be submitted accordingly.